Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during an operation the blade of the scissors broke hence the surgeon cut the suture. There was no clinical consequence, no harm to the patient.